Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 6 failed with a pocket overcurrent error. The customer attempted to recover the drawer and rebooted the station, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 row tray a was not detected on the bus which caused the entire drawer to fail. A field service engineer determined that the drawer failure was caused by debris on the contacts of row tray a. The cubies were removed from row tray a, the debris was cleared from the contacts, and tested functionality. The system functioned as intended after the field service engineer repaired the device.